Event description:
A customer reported that during a cataract extraction procedure, the anterior chamber collapsed and a posterior capsular tear was noted. The surgeon performed a vitrectomy and implanted the intraocular lens (iol). The procedure was completed with no further harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).